Manufacturer narrative:
The affected pcb and the failure description were available for the investigation. Other than initially suspected prior to the "wrong start" the device performed a warm start in order to try and resolve a problem detected on the main pcb. During the warm start, the device generates an alarm and the emergency-breathing valve opens allowing for spontaneous breathing; however, manual ventilation with an alternate device may be necessary. As the root cause for the detected problem was a hardware component failure, the device was unable to restore ventilation, posted "wrong start" and generated an acoustical alarm. The device reacted as specified to a detected hardware failure by posting an optical and acoustical alarm. The failure rate of the concerned pcb is not conspicuous.

Event description:
It was reported that the device posted "wrong start" and generated an acoustical alarm while in use. The user was unable to start up the device afterwards and replaced it. No patient consequences have been reported.